Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a history of atrial tachycardia (at)/atrial fibrillation (af). The device had previously been reprogrammed due to low p wave measurements. Higher battery consumption was noted, which was possibly due to the high number of atrial tachy response (atr) episodes. No troubleshooting was performed, and no actions or interventions were planned. No adverse patient effects were reported. The device remains in service.